Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone 14.3. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the needle did not fully deploy and the pink slide did not move forward, indicating a needle mechanism failure. The pod was worn between 1 and 4 hours. Blood glucose levels reached 200 mg/dl. Insulin was observed to be leaking from the pod during wear. Upon pod removal, it appeared that the cannula was bent in half. As treatment, a new pod was placed and activated.